Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that two patient's ECG waves are overlapping in one sector. From room 656 and room 665. Only one heart rate can be seen in the sector from room 665. There was no report of patient or user harm.